Event description:
It was reported that the programmer displayed an error message at boot up. The power was recycled and another error was displayed. The programmer will be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).